Event description:
It was reported that the tandem-provided charging supplies began sparking and caught fire. Reportedly, the pump was charging during the event. There was no adverse impact to customer¿s blood glucose level. It was also reported that the pump shut off unexpectedly. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.